Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2025. The anatomy location is unknown. During the procedure, it was reported that the clip misfired and did not deploy. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.